Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7129911, expiration date: 2018-04-30, manufacture date: 2017-05-09. Medical device lot #: 7110747, expiration date: 2018-04-30, manufacture date: 2017-04-20. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have been having decapping separation issues between stopper and cap. No report of injury or medical intervention. No report of blood exposure to mucous membrane.